Event description:
Reportedly, the surgeon implanted a magna mitral bioprosthetic valve and the valve stent perforated the posterior wall of the left ventricle. I visited the surgeon yesterday to find out what happened with this patient and he reported that he used this valve and finished the connection (implant). After 4 hours, she started to bleed a lot. Another surgeon from his group opened up her chest again and saw that her atrioventricular junction was ruptured. He tried to correct the rupture with bovine pericardium to stop her to bleed but was too late and she died.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. (B)(4) 2012 - per conversation with (B)(6), it was learned that the device was not explanted. In a follow up conversation with the surgeon, he stated that this event was not due to a malfunction of the device and was not device related.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. A second follow up meeting was held with the surgeon on (B)(6) 2012. Through the discussion, it was determined that the magna mitral explant experienced by [the surgeon] was neither the result of the magna mitral valve nor the surgical technique. [The surgeon] is a very experienced surgeon (31 years in practice) and did not oversize the valve. Furthermore, there were no unique anatomical issues with the patient prior to implantation which may have contributed to the explant of the valve. Operative reports, discharge summaries, intra-operative echocardiography reports, etc., were requested will but not provided. The surgeon has requested additional training.